Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a console with a battery failure. The battery failure was a communication one and low battery. The rn stated the team would replace the console per IFU recommendations.

Manufacturer narrative:
The investigation for the reported console (aic) yellow battery alarm has been completed. The aic was returned for evaluation. Visual inspection found contamination and minor damage to the optical pump connector. Functional testing could not reproduce the reported alarm. It was likely that the alarms were due to a momentary breakdown of communication between the batteries and pbm. Logs were reviewed which confirm the battery alarms on the console. Because the alarms could not be reproduced, the root cause of the alarms could not be determined.